Event description:
Return reason: bent pin. No further information is available on the pt's status. Analysis determined: investigation found that #1 and #2 electrical connector pins are bent approx 10 degrees and 20 degrees off-center and a connection cannot be completed. Defect origin is unknown. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.